Event description:
The customer reported that the insulin pump is having an auto off alarm almost every day, and he was not receiving any bolus. The customer stated that the alarm was set at ten hours. The customer was pressing the buttons, and he still was not able to bolus. Advised the customer to disconnect from the insulin pump and reverted back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.